Event description:
Patient underwent orif of the proximal humerus approximately 1 ½ months ago. The patient fell while walking her dog on an unknown date. The patient presented to the surgeon complaining of pain and x-rays taken on an unknown date show two cortex screws had pulled out of the bone. The patient was returned to the or on 9/26/12 for removal of the 2-hole proximal humerus plate and six screws with revision to a 3-hole proximal humerus plate and nine screws. This report is #3 of 3 for the same event.

Manufacturer narrative:
This device was used for treatment, not for diagnosis.

Manufacturer narrative:
Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.